Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited out of range shock impedance measurements when the lead was removed from the patient's generator during a standard replacement procedure. It was determined that this lead was fractured. No adverse patient effects were reported. The lead was surgically abandoned and capped. A new lead was successfully placed.